Event description:
It was reported that an over delivery was experienced: bag and set attached.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient involvement. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Additional information received: occurred during maintenance check between patients; returned to pharmacy.